Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the packaging was completely sealed and had not been opened when staff noticed that the battery pack was busted open and there was black debris from the battery. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the batteries exploded in the unopened jetlavage pack. The issue was discovered prior to surgery. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The device was not returned. Visual inspection of the provided pictures showed the battery pack was busted open and there was black debris throughout the tyvek tray. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.